Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist / patient informed us that she uses 320561 but in more than 50% the needles would not allow liquid to flow out. The pen blocks. The patient has used different boxes with the same issue but will bring the open box with the rest of needles to the pharmacy as samples.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 2327682.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist / patient informed us that she uses 320561 but in more than 50% the needles would not allow liquid to flow out. The pen blocks. The patient has used different boxes with the same issue but will bring the open box with the rest of needles to the pharamcy as samples.